Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt uncomfortable stimulation in their back where the ins was 4 days ago, on sunday. It was reviewed to see if turning stimulation down would help, and the caller stated they already lowered it down for the patient. It was noted that the patient was (B)(6) years old and didn¿t know how to do it on their own. The patient was advised to follow up with a healthcare provider to check the device. On a second call, the caller stated the patient was in pain and had jolts and have been taking tylenol and advil to help with the pain. The caller stated the patient was unable to sleep or were only able to sleep for an hour, and both of these issues started on (B)(6) (which contradicts previously reported information) and ¿travelled to the knee¿ during the call. It was reviewed that there was the option of turning stimulation off and the caller was walked through how to turn it off. It was reported that the patient was still having the jolt and pain with stimulation off. The patient was redirected to a healthcare provider and noted their appointment was pushed back to (B)(6) 2019. No further complications were reported.